Manufacturer narrative:
It was reported by the site that the patient experienced a driveline site infection; the site did not perform testing to confirm the specific infection type. The patient's infection was successfully treated with oral antibiotic regimen. The device was not returned to the manufacturer and therefore is not available for analysis. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states on (B)(6) 2013 that the patient was noted to have tenderness, bleeding, and green and tan drainage at the driveline exit site. This occurred during an outpatient clinic visit approximately 30 months post ventricular assist device implant. After obtaining an infectious disease consult, the patient was placed on an oral antibiotic regimen of keflex one gram three times a day for five days and doxycycline 100mg twice per day for five days (both started (B)(6) 2013). Cultures could not be obtained since not enough drainage was available at the driveline exit site. No further follow-up was available. The device remained implanted and was not returned to the manufacturer for evaluation.